Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose over the past two weeks as high as 29 mmol/l. Details regarding the treatment and resolution of the hyperglycemia were not provided. The reporter alleged the cartridge plunger had become bent on two separate cartridges from the same lot. The reporter denied any leakage from the cartridge. During troubleshooting, bubbles were noted in the cartridge in the pump at the time of troubleshooting. The reporter stated there was a strong smell of insulin coming from the cartridge compartment; however, no visible leakage was identified. The reporter stated that both cartridges with bent plungers were discarded. The cartridge in the pump at the time of troubleshooting with animas customer support will be returned for investigation.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
A retained sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to the statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.